Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: h6 medical device problem code.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2021 wherein the leads were explanted and replaced with two new leads to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13655. Related manufacturer reference number: 1627487-2021-13656. Related manufacturer reference number: 1627487-2021-13657. It was reported that the patient¿s stimulation was decreasing on its own. Patient received a message stating ¿the generator could not deliver the desired strength¿. Impedance check revealed that two of the leads had impedance issue. As such, surgical intervention may take place at a later date to address the issue.